Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging on (B)(6) 2016, the pump history indicated ghost bolus amounts of 6.5 units(u) at 12:17, 6.3u at 10:02, 6.3u at 9:58 and 5.3u at 9:32. The patient reportedly experienced a blood glucose (bg) measurement of 1.9mmol/l. The patient reportedly was unsteady when standing and walking and experienced severe dizziness. It was noted that the patient was ill for 5 weeks, had a chest infection and was on antibiotics. The patient reportedly discontinued insulin pump therapy. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due the alleged ghost bolus amounts found in the pump history.

Manufacturer narrative:
Follow-up #1: date of submission 05/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: a review of the bolus history indicated that several boluses were manually programed and fully delivered on (B)(6) 2016. A review of the black box indicated that the last basal delivery occurred on (B)(6) 2016. A ¿basal edit not saved¿ warning was recorded on (B)(6) 2016 at 13:35, indicating that the user attempted to edit the basal rate settings but did not select save. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring; no ghost boluses occurred during investigation. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad buttons were tested and no hypersensitivity was found. A 10 unit normal bolus and a 10 unit audio bolus were successfully performed and were accurately recorded in the pump history. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).